Event description:
It was reported that the device was producing straight shots.

Manufacturer narrative:
The complaint is unconfirmed for straight shots. However, the device was found to produce malformed constructs which may be due to tip wear.